Event description:
It was reported when the device was used during a colon resection, the staples malformed. One centimeter or bowel was resected and stapling was repeated successfully. There was no pt consequence.